Event description:
Initial notification (07/07/99). A female in her 40's had a hyperacute rejection following a kidney and pancreas transplant. Viaspan was used as the organ preservation fluid. A couple of days after the kidney and pancreas transplant, she had a hyperacute rejection. The organs clotted off and were removed. The tissues were examinedand revealed igg and some igm antibodies. Currently, the pt is receiving dialysis and awaiting another transplant.